Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 113 mg/dl. The customer reported that they have an alternate pump available for insulin therapy. Multiple follow-up attempts were made to ensure that the customer was able to obtain back-up therapy but no response was received.